Event description:
A customer stated the patient reported a tingling sensation described as a slight shock from the x5-1c transducer during a routine ultrasound exam. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The procedure was able to be completed. There was no patient or user harm associated with this event. A qualified philips service engineer ran a series of electrical safety tests on the transducer and the system but could not replicate the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.